Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported tampon falling apart upon removal. She was able to manually remove all the pieces. She experienced this issue with 5 tampons. She is doing good.